Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " false positive result in bd veritor sars-cov-2."

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua201889 the following information was provided by the initial reporter: " false positive result in bd veritor sars-cov-2"

Manufacturer narrative:
Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082), batch number 1120222. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA# (B)(4) to further investigate. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.